Manufacturer narrative:
(B)(4). Date of initial report: 7/27/2016. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported while using a forcetriad generator that prior to the surgeon grasping/ratcheting the ligasure device it would activate.